Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that during the replacement of this cardiac resynchronization therapy defibrillator (crt-d) for normal battery depletion, the header came off while removing the device from the pocket. The patient was supported with external pacing until the leads were connected to the new device. No adverse patient effects were reported.